Event description:
It was reported that during an anterior resection procedure on firing the device the staples did not form. According to the operator they had rotated the closing knob down until the orange line was in the green firing zone. The patient had diverticulitis, so very thick tissue. The tissue donuts were complete circles. The surgeon had to hand sew the anastomosis. No patient consequences reported.

Manufacturer narrative:
(B)(4). Break away washer uncut. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.